Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd 30g 1/2in needle regular bevel the needles were clogged. The following information was provided by the initial reporter: when we attempted to use these needles they were occluded and that¿s why we reached out to the company to have them replaced.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 2228009. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that an unspecified amount of bd 30g 1/2in needle regular bevel the needles were clogged. The following information was provided by the initial reporter: when we attempted to use these needles they were occluded and that¿s why we reached out to the company to have them replaced.